Manufacturer narrative:
The investigation determined the event was due to the prewash sippers being installed incorrectly. The issue was resolved by the service actions. No general product problem found.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer found an issue with the prewash sippers, and he corrected the sippers. He ran an instrument check and accuracy checks that verified the analyzer was performing within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit compared to another cobas e801 unit. Patient 1 initial result was 9.32 coi (reactive). The repeat result was 0.215 coi (non-reactive). Patient 2 initial result was 2.49 coi (reactive). The repeat result was 0.204 coi (non-reactive). The questionable results were not reported to patients.